Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump resets following electrostatic discharge (esd) events and a rotor instability event. A specific cause for the esd events or rotor instability event could not be conclusively determined through this evaluation. Review of the submitted log files confirmed pump resets on (B)(6) 2024 that were consistent with pump resets following esd events; these pump resets resolved quickly enough that they did not activate any alarms by design. It was assumed by the account that there was a humidity problem which resulted in esd. The system alarmed on (B)(6) 2024 for low flow, low speed advisory, and lvad off due to rotor instability. This was resolved by the system controller commanding the pump to reset, which is intended by design. A specific cause for the rotor instability could not be conclusively determined through this evaluation. No other notable alarms were captured. The patient was reportedly asymptomatic and without hemodynamic compromise. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a continuous sound and low flow alarms, while in an upright position, during conversation at home while on battery support. The patient had no symptoms but visited the hospital. When clinical engineers checked the history on the system monitor, multiple low flow alarms and pump off alarms were recorded. Log files were submitted for review. The log file recorded a pump reset event on (B)(6) 2024 at 12:51, (B)(6) 2024 at 23:29, and (B)(6) 2024 at 11:10. The events appeared to be due to an electrostatic discharge (esd) event. The cause of the low flow alarms was attributed to the pump stop due to esd. It was assumed that there was a humidity problem. The alarm resolved by itself.